Event description:
It was reported that the syringe plunger not in place alarms. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information was received and attached in the complaint on 29 august 2022: updated the event date. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, corrected data: d4: correction: model number: 3500

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, the right plunger case was cracked, and the battery was counterfeit. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event could not be determined, but a chip was found to be knocked loosed on the plunger printed circuit board. Replaced the plunger printed circuit board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.